Manufacturer narrative:
Device evaluated by MFR: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve.

Event description:
During a pulsed field ablation procedure, a faradrive steerable sheath clear was selected for use. During the procedure, the sheath was reported to have drawn in air. The sheath was replaced, and the procedure was completed without patient complications. The sheath was returned for laboratory analysis.

Event description:
During a pulsed field ablation procedure, a faradrive steerable sheath clear was selected for use. During the procedure, the sheath was reported to have drawn in air. The sheath was replaced, and the procedure was completed without patient complications. The sheath is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.